Manufacturer narrative:
(B) (4).

Event description:
The healthcare provider (hcp) reported that she was not familiar with the pt's implantable neurostimulator platform. The pt was programmed to c+2 with 0.3v and therapy impedance was showing >4,000 ohms. It was recommended that the default test values be increased and the test re-run. The hcp planned to rerun the test. Additional info has been requested, a follow-up report will be sent if additional info becomes available.